Event description:
A customer reported an issue to baxter (B)(4), however, the details of the issue were not identified. Baxter's review of the device event history found failure code 808:07 caused an interruption of delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with error code 808:07 was confirmed but not reproduced. The cause of the reported condition was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.